Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The impella cp pump was returned. Visually inspected and no kinks were found. Biomaterial was observed on cannula external to optical fiber/sensor face. Light continuity test passed and optical bench 5s parameters were in normal range. No other issues seen. Pump was connected to console and ran in bucket of water, no ps issue alarm observed. Optical signal issue did not reproduce. The data logs were not returned. The root cause of the optical signal issue was not determined since data logs were not returned and due to inconclusive evidence per return product analysis. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella cp pump was implanted to support a patient experiencing acute myocardial infarction and cardiogenic shock. During support, the impella cp, initially set at p2, was increased to p7; however, there was no corresponding increase in patient output. Echocardiography demonstrated good myocardial motion. Despite proper device placement, an alarm repeatedly indicated ¿impella in aorta,¿ raising concerns that the optical sensor may have been damaged. There was no harm to the patient.